Event description:
The patient underwent placement of a bard ivc (inferior vena cava) filter for dvt (deep vein thrombosis) few months ago. The patient was admitted to the intensive care unit after having been seen in the emergency department for acute chest pain. A CT scan of the chest confirmed that a strut of the ivc filter broke off and lodged in the patient's heart. The patient was returned to the operating room for removal of the broken piece of ivc filter.====================== health professional's impression======================not known.